Manufacturer narrative:
There were to tip samples returned for evaluation. Sample 1: no lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phaco tip was performed and deemed nonconforming. A review of two phaco tip photos provided by the reporter indicates that one tip is broken. The phaco tip is broken across the aspiration bypass hole location on the cannula. The break area is slightly jagged. The wall thickness at the break area is good. The bevel for the front broken section is in good condition. There is a small amount of surgical material along the inside diameter wall in the front section of the cannula. The report and sample evaluation does confirm the phaco tip is broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. Sample 2: no lot number was identified with this complaint; therefore, a lot history review could not be conducted. The second tip was present within its wrench. No conclusion can be made for the clogged phaco tip based on the photo provided. A visual inspection of the phaco tip was performed and deemed conforming. The phaco tip showed very slight wear on the threads and flange. A pin was placed through the inside diameter of the phaco tip and no obstruction was present. The complaint evaluation cannot confirm the phaco tip returned was occluded. The tip was manufactured to specification and is not clogged. The reason why the surgical entity thought the tip was clogged during surgery cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d.1, d.2, and g.5, the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that "one tip burst and the other one clogged" when performing an eye surgery. The procedure was completed without harm to the patient. Additional information and product sample has been requested for information. Upon follow up the reporter informed that there are no other event details available.